Event description:
Versajet irrigation device would not work after being plugged into console.====================== health professional's impression======================no harm done. A similar device was available and used instead of the versajet. Prolonged the procedure to set up other device.